Event description:
User reports receiving many discrepant pt results. Only one example provided: initial sodium result 117 mmol/l, repeat 132 mmol/l; initial potassium result 3.8 mmol/l, repeat 4.4 mmol/l; initial calcium result 6.7 mg/dl, repeat 9.5 mg/dl. Initial results not reported. The field service rep determined a broken probe to be the cause. The user replaced the probe. The field service rep checked probe alignment, liquid level detection cables and mechanical blockages. Performance tests performed which were within spec.